Event description:
Account alleged bed not sending a nurse call. He said there was a pt in bed but no injuries occurred. Bed from medsurg unit.

Manufacturer narrative:
Account states that he replaced the utv board, and the problem with the bed not sending a nurse call has been resolved. The utv board was defective.